Event description:
The consumer reported that the patient may have bumped his left implantable neurostimulator (ins) on (B)(6) 2016 and now his skin was open a little bit around it. He had a scab there and the consumer noticed it was leaking a bit. The consumer wondered if the ins battery could be cracked open and leaking. The area may be bruised and there was a bit of a hematoma. Additional information received from the healthcare provider (hcp) reported that the ins was removed due to infection. The patient's indication(s) for use were movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.